Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: estimate. Implant date: estimate. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot number were not provided. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, myocardial infarction and thrombosis are listed in the xience everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature attachment: comparison of an everolimus eluting bioresorbable vascular scaffold with everolimus eluting metallic stent in an all-comers population undergoing percutaneous coronary intervention.

Event description:
The following information was reported via article titled: comparison of an everolimus eluting bioresorbable vascular scaffold with everolimus eluting metallic stent in an all-comers population undergoing percutaneous coronary intervention. Case 22: the procedure was to treat a lesion in the proximal left anterior descending artery. The patient presented with st elevated myocardial infarction. Pre-dilatation was done with a 3.0 x 20 mm balloon at 6 atmospheres (atm). A 3.0 x 38 mm unknown xience stent was implanted at 14 atm and post-dilated with a 3.5 x 15 mm balloon at 12 atm. The patient was placed on dual antiplatelet therapy (dapt) of ascal and ticagrelor. Within 24 hours the patient experienced a myocardial infarction (mi). Angiography confirmed stent thrombosis. It was not reported how the thrombosis was treated. No additional information was provided.